Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient is experiencing unresolved pain at the ipg site. Surgical intervention may be undertaken to address the issue.